Event description:
It was reported that the lock ring on the device's internal handles was broken and could not connect to a device. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control recommended repairing the device by replacing the lock-ring and provided customer with the part number and ordering info for a replacement kit. The customer later confirmed that he had ordered the replacement kit and will perform the repairs once they receive it. The internal handles have not been returned to physio-control for eval; therefore, further investigation cannot be performed.